Manufacturer narrative:
(B)(4).

Event description:
The customer reported the 840 ventilator failed oxygen (02) sensor calibration. There was no patient involvement. The customer support engineer (cse) inspected the device and replaced the 02 sensor. The ventilator passed all testing.